Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm and a motor error alarm. The customer's blood glucose level was unknown. The customer performed the displacement test and the self-test and it passed. The displacement test and manual prime were successful and the motor error alarm did not occur. The customer was advised to monitor the device and call back if issues persisted. The customer declined to return the set and reservoir for analysis. Nothing was replaced or returned.